Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm the patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant returned one dialyzer for manufacturer examination. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 320° to 60° with the dialysate ports at 0°. The delamination manifested as separation of the polyurethane (potting material) from the dialyzer housing (wall). The delamination in the polyurethane potting extended under the silicone o-ring. No other damage or irregularities were visually observed on the returned sample. The lot history review was performed and there were no other reported complaints noted against the lot. A review of the production record was performed. There was one nonconformance noted on the lot. The lot was confirmed to have met release specification. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.